Event description:
It was reported that expired screws were implanted in a pt.

Manufacturer narrative:
In the case presented, two expired locking screws were implanted in a pt. The sterilization date was exceeded (expiry date screw 1: jul 31, 2012; expiry date screw 2: jan 31, 2011; date of implantation: (B)(6) 2012). According to the received photos of the labels it can be confirmed, that the expiry dates of the reported locking screws were exceeded. Real aging tests performed with stryker implants in 2007 reveal that there is a safety tolerance; implants with exceeded expiry date were checked more than 1 yr overdue and considered still sterile subsequently. In addition, a medical consultation revealed that currently there is no medical intervention necessary in this case and a risk for the pt is not to be expected. The expiry date is a theoretical date which offers a high level of safety and the risk of an infection caused by a simple transgression of the expiry date is negligible. Nevertheless, the expiry date of the reported locking screws should have been noticed prior to surgery. According to the original questionnaire the circulating nurse noticed this when the procedure was finished. Thus, eval revealed evidence that the event is not linked to a deficiency of the device but is rather related to off-label use.